Event description:
It was reported that the health care professional (hcp) for review of stored atrial tachy response (atr) episodes as there was a concern of right atrial (ra) noise. Technical services (ts) reviewed the episodes, and it appears there is some farfield oversensing however it falls into blanking, and observations of noise. Ts suspects these are likely atrial arrythmia events. At this time, the device remains in service. No adverse patient effects were reported.